Event description:
It was reported that during the implant procedure, there was an imperfection (bump) in the lead approximately 5cm from the proximal hvb coil.. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) there were no anomalies found, the defibrillator conductor was distorted, and there was blood in/on the helix/lobe mechanism. It was determined that the damage was caused at implant.